Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's device was button error alarm. The customer's blood glucose was reported to be 157mg/dl. It was reported that troubleshoot was conducted. The device is being returned and replaced. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.